Event description:
While treating an aneurysm located in the anterior communicating artery (acom), the physician successfully deployed two coils. The third coil (subject device), prematurely deployed while an unspecified portion of the coil was outside the aneurysm sac. The physician used a stent to anchor the remaining portion of the coil to the artery wall. The patient is reported to be doing well and continues to take plavix tablets.